Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The device was not returned for evaluation; no pictures were provided. The most likely cause for the reported failure can be attributed to user error; however, due to the device not being returned, we are unable to confirm the reported event.

Event description:
On 03/28/2023, it was reported by a sales represetnatiev via sems that an 0416-200 2.5mm hex screw driver was not engaging the 3.5mm cortical screw. This occurred during a case, a different driver was used to complete the case.